Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in an inappropriate shock. Attempts to recreate the noise in clinic was unsuccessful. The device was reprogrammed from the secondary sensing vector to the primary sensing vector and the conditional and shock zones were also increased. No adverse patient effects were reported. The device remains in service.